Event description:
It was reported that the patient was seen in clinic for follow-up and the right ventricular lead exhibited high impedance. No intervention was reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.